Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versa cross connect and fxd curve system into the patient to perform the transseptal puncture. The physician positioned the devices at the septum of the patient but was unable to cross the intra atrial septum. It was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion and the procedure was ended. The patient is expected to make a full recovery from this event.